Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump battery could not be charged. Reportedly, using a different wall adapter resolved the issue and pump began charging successfully. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 69 mg/dl.